Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 376 mg/dl and was treated in the emergency room (ER). The cause of the high bg was not known. The customer was not admitted to the hospital and left the ER with a bg of 302 mg/dl. The customer felt drained and was experiencing some headaches.